Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the battery low alarm. The cause was a damaged main battery. The main battery was replaced to fix the reported condition. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.